Manufacturer narrative:
The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The pump had a stripped battery cap at the coin slot area, cracked battery tube threads, a cracked reservoir tube lip, a cracked case at the display window corner, and a minor scratched lcd window.

Event description:
The customer reported via phone call that he was admitted into the hospital due to diabetic ketoacidosis. Customer didn't have the pump on when he entered the hospital because the pump was not working. Customer was treated and released on (B)(6) 2016. Customer was readmitted on (B)(6) 2016 with high blood sugar and diabetic ketoacidosis. Customer's blood glucose was 295 mg/dl. Customer was still not using the pump. Customer was also treated again and released on (B)(6) 2016. Customer was admitted again on (B)(6) 2016 due to diabetic ketoacidosis and is in critical care. Customer's blood glucose was 488 mg/dl at the time of the incident. Customer's current blood glucose is 360 mg/dl. Customer was treated with an insulin drip and shots. Customer stated that the nurse and doctor could not take off the battery cap and the pump was not working due to a critical battery failure. Customer was advised to discontinue use of the pump and that the pump will be replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.